Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The customer reported issue was ¿battery compartment damaged¿. The customer reported issue was able to be confirmed through visual inspection. The cause of the reported issue was a damaged battery compartment. The reported issue was resolved by replacing the battery compartment and all components within. Upon further inspection, a deforming uso (upstream occlusion) seal was found. The uso seal was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the battery compartment was damaged. There was no patient involvement, and no patient harm/adverse event reported. Device evaluation revealed a deforming uso (upstream occlusion) seal.